Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6).

Event description:
The service engineer (se) reported that the touchscreen had an issue. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, it was confirmed that the responded position was misaligned with the touched position; a calibration was performed, however, the issue was not resolved. The se replaced touchscreen to resolve the issue. The device was returned to service.

Manufacturer narrative:
The touchscreen assembly was received for evaluation. The touchscreen was tested and the resistance measurements out of specification. Faults are found on this returned touchscreen.